Manufacturer narrative:
Additional narrative: no reported patient or surgical involvement. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Service history record review: no service history review can be performed as part number 398.40 with lot number(s) a7oa20/5016298 is a lot/batch controlled item. The manufacture date of this item is june 14, 2005. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A review of the device history records has been requested and is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that routine maintenance of field equipment was conducted. During the testing, (B)(4) pair of reduction forceps were found to be worn and non-functioning. The devices are used to reduce the space between pieces of broken bone in order for fixation instrumentation to be implanted. As the devices were being tested on sawbones, it was noted that they were not holding reduction as expected. The devices were removed from trays so that they could not be used during procedures. No breakage or fragmentation was noted. No patient or procedural involvement. This report is 1 of 12 for (B)(4).

Manufacturer narrative:
Product investigation summary: it was reported that sixteen (16) pair of reduction forceps were tested with a sawbones model and found to inadequately hold reduction. The returned instruments were sent to service and repair where the following defects/deficiencies were identified: worn tip (part 1), bent (parts 2-4, 6, and 10-15), worn ratchet (5, 8, 9, and 16) and broken tip (7). In each instance, the devices were deemed unrepairable and forwarded to customer quality for investigation. Upon arrival, the devices were examined and the complaint conditions were able to be confirmed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The relevant drawings for the returned instruments were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended uses of these devices. A device history review was performed for the returned instruments¿ lot numbers with no non-conformance reports or complaint-related issues identified. In seven instances, no device history reviews were able to be performed due to the device age and a previous revision of the document retention policy. No service history reviews were able to be conducted as the returned instruments are lot/batch controlled devices. No definitive root cause was able to be determined; however, the failure modes are consistent with wear and tear and rough handling. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device history record review: manufacturing date: may, 2005. The DHR is no longer available in the system due to the age of the instrument (over 10 years old). Manufacturing date: may, 2005 ¿ an exact date could not be determined as the documentation is no longer stored (device older than 10 years). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 16 for (B)(4).

Manufacturer narrative:
Manufacturing date: may 2005. The device history record is no longer available in the system due to the age of the instrument; the instrument is over 10 years old. A service and repair evaluation was completed: the customer reported the item was worn and not functioning. The repair technician reported the tip was worn. Worn out parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported four additional reduction forceps were discovered to not hold the reduction during testing on the sawbones.